Manufacturer narrative:
The component was redesigned to make it stronger. Test reports tr-0843, tr-0862 verify acceptability of indices 3-7. Eco 1562 shows this new design is adequate in fatigue, a 4" drop in fatigue, and dropping off a 6" curb.

Event description:
It was reported that the tower system components broke resulting in the rear wheels separating from the chair frame when going down a 6 inch curb. No injury was reported as a result.

Manufacturer narrative:
All required testing required by FDA was performed and passed. The wheelchair was adjusted by the end user in a non typical setup. A CAPA has been opened to address what is needed to prevent recurrence.

Event description:
It was reported stated the tower system components broke resulting in the rear wheels seperating from the chair frame when going down a curb.